Manufacturer narrative:
It was determined that software correctly found the pupil and limbus to deliver the planned 4.3mm radial location. Surgeon table assigned paired arcuate incisions on the steep axis, and user elected to adjust treatment to a single accurate incision, resulting in one 53' arcuate; laser functioned as designed. Patient receiving ongoing follow up care, data for analysis requested but not received.

Event description:
On 08/14/2024, dr. ((B)(6)) reported to cas that procedure ID #(B)(6) resulted in an overcorrection postoperatively. Dr. Noted that he believes the laser ak size and placement was too large and central.